Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "spontaneous implant rupture during surgery".

Event description:
Healthcare professional reported spontaneous implant rupture during surgery. Physician reported device was not implanted. It is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10. Visual analysis: visual analysis of the photographs identified: broken device: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported spontaneous implant rupture during surgery. Physician reported device was not implanted. It is unknown if surgery was completed with a back-up device.